Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws stopped opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was visually inspected before use and nothing abnormal was noted during the inspection. The customer noted that, the instrument failed to open/ close shortly after it was put into use. The force bipolar instrument was not stuck on the tissue. The surgeon was preparing to open the instrument to grasp the tissue when it would not open. There was no patient injury or bleeding and no tissue was excised due to this event. After repeated testing per the surgeon, attempting to open and close the instrument, it still would not function, and it was removed from service per the staff.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary finding of the grip tips stuck to be related to the customer reported complaint. During in house testing, the force bipolar instrument failed to open and close, the grip tips appeared to be stuck. The instrument did not exhibit corrosion/ contamination at the proximal or distal end of the instrument and the root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by the site were also identified. The force bipolar instrument was found to have a severely bent grip, causing a misalignment of the grips. The root cause of severely bent instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085¿ - 0.252" in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the main tube of the instrument is typically attributed to mishandling/misuse. A review of the instrument log for the force bipolar (471405-06/ n14210603 0096) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument failed to open with no evidence or claim of mishandling or misuse. The customer noted that the instrument was not stuck on the tissue. Since the reported issue was not present from its first insertion, it could have potentially occurred on tissue. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. : follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.